Event description:
It was reported that after the sheath/dilator was inserted and the dilator removed, blood leaked from the hemostasis valve. The physician then tried to pass the catheter through the sheath, but could not, since the iab became stuck in the sheath. As a result, the iab and sheath were removed and replaced. There were no pt complications.